Event description:
Lifescan rec'd a report that a pt experienced hyperglycemia while using a one touch meter. In 2001, pt's blood glucose was in the 47-68mg/dl range on the ot meter. On the next day, pt's blood glucose was in the 54-62mg/dl range. Pt was taken to hosp after feeling weak and shaky. Pt was admitted to hosp with a blood glucose of 1000mg/dl. Pt stayed at the hosp for 8 days during which pt received unknown treatment. Because of the ot meter readings, pt has not taken any insulin per pt's healthcare provider's advice. Pt is reportedly anemic and pt's hematocrit reportedly falls below 30 since pt had vaginal cancer a year before. Pt is reportedly anemic and pt's hematocrit reportedly falls below 30 since pt had vaginal cancer a year before. Pt is reportedly using epogen. No further info has been provided.